Manufacturer narrative:
The device is expected to be returned for evaluation however it is not yet received.

Event description:
The event involved plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in in which the reporter stated, ¿pump showed alarm." The event was noted during infusion and there was no issue reported with the pump. There was no harm reported as a consequence of this event.. That there was no reported issue with the pump. That it is unknown if the set was tried with another pump. Alinaac (B)(6) 2023.

Manufacturer narrative:
One used 142730490 plum 150 ml burette set was received for inspection 12/18/2024. No damages or anomalies noted. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of a pump alarm could not be replicated or confirmed. A lot review could not be conducted because no lot number(s) was/were identified.